Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Corrected information provided in d.10. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is no additional complaints associated with it. The investigation is completed based on the sample evaluation outlined below. The returned instrument was received in its inner and outer blister, covered with the tyvek foil lid showing the lot information. The instrument shows no macroscopic signs of damage and no sign of surgery residues. The instrument was visually inspected using a photomicroscope at various magnifications. The visual inspection showed no abnormalities on the soft tip of the product. The instrument was then functionally tested regarding their aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the instrument and the aspiration as well as the irrigation works as expected for the instrument. The customer's complaint can therefore not be confirmed, as the product met their specifications. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customer's reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before insertion aspiration failure of a probe occurred in vitrectomy surgery. The surgery was performed and completed after replacing the product with another one on the same day. No patient harm was reported.